Event description:
The piece of catheter remained in the right external jugular verified by chest x-ray. Because the pt weighed 350 lbs, which is the weight limit of the angiography table, a decision was made to attempt to surgically remove the catheter piece on 7/3/94. However, this was not successful. On 7/3/94 the interventional radiologist was able to successfully remove the remaining catheter without any complications. Interventional radiology required for removal.